Event description:
It was reported that a healthcare provider (hcp) is stating they would ¿prefer cat scans and might be position of the pump now that isn¿t where it was originally implanted,¿ it was not entirely clear what was meant by this. It was then noted that the pump had ¿migrated all the way up underneath the skin¿ (directly underneath the skin.) The patient was ¿(B)(6) foot in a wheelchair and doesn¿t have a big gut and has a (B)(6).¿ when he laid flat or when he sat up, ¿you can take your fingers and rub all the way around it and feel everything thing where the cath comes out.¿ the device system was used to infuse prialt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).